Event description:
It was reported the customer received a no delivery alarm during a manual prime. Customer's blood glucose was 98 mg/dl. The customer stated insulin was able to exit with a push plunger. The customer also stated the insulin pump did not alarm no delivery with a manual prime. Customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.